Manufacturer narrative:
Qn# (B)(4). Teleflex did receive the device for analysis therefore the reported complaint of the balloon leak/rupture in use is not able to be confirmed. The root cause of the complaint is undetermined. If the sample is returned at a later date, a full investigation will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. Other remarks: this complaint was reopened to fully investigate the returned device, which was not initially sent back to teleflex when the complaint was initially reported. After receipt of the device, we confirmed the reported complaint via a visual inspection of the device. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The device passed all manufacturing specifications prior to release. Teleflex has assessed the risk for the reported complaint. There are no new or revised risk. The complaint will be monitored for any developing trends.

Event description:
It was reported "there was no problem found on the catheter and balloon during inflation test before insertion. However, after insertion, the balloon suddenly ruptured in the patient's vessel. Therefore, the catheter was replaced by a new one". The same insertion site was used and the second attempt was reported to be successful. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required. The injected co2 volume was the recommended value.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "there was no problem found on the catheter and balloon during inflation test before insertion. However, after insertion, the balloon suddenly ruptured in the patient's vessel. Therefore, the catheter was replaced by a new one". The same insertion site was used and the second attempt was reported to be successful. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required. The injected co2 volume was the recommended value.

Manufacturer narrative:
(B)(4). Teleflex did receive the device for analysis therefore the reported complaint of the balloon leak/rupture in use is not able to be confirmed. The root cause of the complaint is undetermined. If the sample is returned at a later date, a full investigation will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "there was no problem found on the catheter and balloon during inflation test before insertion. However, after insertion, the balloon suddenly ruptured in the patient's vessel. Therefore, the catheter was replaced by a new one". The same insertion site was used and the second attempt was reported to be successful. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required. The injected co2 volume was the recommended value.